Event description:
It was reported there was lead insulation damage due to subclavian crush. The lead was replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 41.7cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.